Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a healthcare professional called inquiring what the noise is and particularly the high rate non-sustained episodes. The remote transmission was reviewed by qualified and it was found that there were four episodes the implantable cardioverter defibrillator (ICD) classified as hr-ns (high rate non-sustained) due to oversensing of external emi (electromagnetic interference), which was visible on both atrial and ventricular egms (electrograms) and resulting in oversensing on both channels. It was noted that the patient was at a public pool/business playing on a slide at the time. The ICD remains in use and the healthcare professional plans on contacting the business where the patient was at. No patient complications have been reported as a result of this event.